Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). Upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using system, the unit energized and cauterized, and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced an issue with the bipolar functionality on the vision side cart (vsc), clarifying that no bipolar energy was delivered. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer resolved the issue by using monopolar energy instead of bipolar energy to continue the procedure. The surgeon indicated that this issue had been persisted during the procedure for a couple of days, but the exact start date was not provided. The site changed the cords and the arms twice, but the problem persisted. The procedure was completed with no report of patient injury.